Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date medical records have not been provided. With the current information available, no conclusion can be made. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for repair of a ventral hernia. A composix kugel hernia mesh was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent surgery to remove the composix kugel mesh due to persistent abdominal pain. The patch was removed in its entirety. The attorney alleges the patient experienced abdominal pain, additional surgery, explant, defective mesh and permanent injury.

Manufacturer narrative:
Addendum to the initial report. This emdr is being sent to provide additional information that was based on a review of medical records provided to davol by the patient's attorney. Based on the medical records provided the patient experienced adhesions and hernia recurrence. Both adhesions and recurrence are listed as known possible adverse reactions in the instructions-for-use. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2005 - the patient was diagnosed with dyspareunia and ventral hernia. The patient underwent a two part procedure which included a diagnostic laparoscopy and ventral hernia repair with implant of a davol composix kugel hernia patch. On (B)(6) 2011 - the patient had an md office visit with complaints of severe to moderate abdominal pain in the epigastric region as well as the left lower quadrant. Patient described it as aching, stabbing, and throbbing. Md noted no recurrence seen and ordered a follow up CT scan to be performed. On (B)(6) 2012 - the patient had an md office visit with complaints of left lower quadrant abdominal pain, diarrhea, fever and musculoskeletal symptoms. Patient stated the abdominal pain has been consistent in her left lower region. Patient described it as piercing. Patient was tested for an intestinal infection. On (B)(6) 2013 - the patient was diagnosed with recurrent ventral hernia and left spigelian hernia. The patient underwent explant of the davol composix kugel mesh patch, repair of incisional hernia with implant of a non-bard davol biologic mesh and primary repair of spigelian hernia. The medical records indicate "there was a loop of small bowel adherent to the existing mesh, which we dissected off sharply without injury." On (B)(6) 2013 - the patient had a postoperative follow up exam. Per the md exam notes "surgical incision clean, dry intact and well approximated without induration, cellulitis or erythema." There were no signs or symptoms of infection. Patient's staples were discontinued.